Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported problem and verified the error in the log files. The fse found that error 319 occurred after previously replacing the usm. After swapping parts for troubleshooting, the proximal setup joint (suj) failed and was replaced to resolve the reported problem. The system was tested and verified as ready for use. The usm involved with this complaint has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted if additional information is obtained. Event verification confirmed the following during log file review. Error 319 occurred on system serial # (B)(4) on (B)(6) 2022. No images or video were submitted for review. This complaint is considered a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, error 319 occurred. The customer contacted technical support and was advised to power cycle; however, the issue persisted. The customer was advised that the universal surgical manipulator 1 (usm1) could be disabled to recover the error and the system is able to function with a 3 arm configuration. The surgeon made the decision to disable the affected arm and the procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified after anesthesia was administered to the patient and ports were placed. The site continued the procedure by disabling the usm and continuing with a 3 arm configuration. There was no harm to the patient and the procedure was completed with no further disruption.

Manufacturer narrative:
The proximal outer setup joint was returned for failure analysis. The unit was installed onto a test system and the unit did not trigger an error. When reviewing the error logs the technician noticed a cluster of error 297. Next, installed the unit on the universal functional test platform machine and the unit passed all tests.

Event description:
Refer to h10/h11 for follow-up information.